Manufacturer narrative:
The complainant was contacted for return of the device and/or electrode pads involved. The customer has responded and indicated that the device was found to be working fine and will not be returning to zoll. During our investigation, the customer indicated that the placing of the pads on the patient was incorrect. However, this could not be firmly established without evaluation of the electrode pads. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a (B)(6) male patient, arcing and sparking was seen using electrode pads. Complainant indicated that the patient required no additional treatment.